Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. The transmitter has been received for evaluation.  A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Pairing with nordic bluetooth device: passed. Transmitter functional test: passed. Share log showed a loss of connection on issue date. The complaint was confirmed because a loss of connection in the cloud data. He reported event of a loss of connection was confirmed. The root cause could not be determined